Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the blood would not flow through pump. Readings were zero on rpms and flow and blood did not flow through cannulaes. Issue has been detected during patient treatment. No known consequences to the patient. (B)(4).

Manufacturer narrative:
The service technician was unable to reproduce the issue. The complaint could not be confirmed. As a precaution a level simulator was installed which will prevent the drive from shutting down when not level.

Event description:
(B)(4).